Manufacturer narrative:
Bd has been provided with a picture of the affected sample. The provided picture presented a unit pack which contained two needles the expected one and one dirty blue gauge without expected shield. Bd confirmed the reported issue. Complaint trending nor DHR review is not possible to perform since no lot number has been provided although picture show packed samples. No trend is observed for this defect on the reported product family. Firstly, the entire packaging process including the needle feeding is done automatically. The packaging process includes several detection vision systems to identify any missing needle, some extra needle and mixed product. Bd identified a blue needle has skipped the vision system because it was out of the research range. In addition, the detection system is challenged every 8 hours of production. The blue needle could probably be a missed needle which come from a previous batch and could remain in the needle feeder or any other part of the packaging machine without being detected by the operator because of a human error when performing the line clearance in the packaging machine and finally drop off in the current batch. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is unlikely in our products, and since no lot number has been provided, no actions are required.

Event description:
It was reported that the unspecified bd microlance was "unsheathed and visibly dirty". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd microlance¿ was "unsheathed and visibly dirty". There was no report of exposure, injury, or medical intervention.